Event description:
Event details: purchased 2 test from cvs for my son,all 4 results came back negative. Brought him to the ER and they said he was positive for the flu. Your test are inaccurate and I would like a refund.

Manufacturer narrative:
Customer is claiming false negative because they tested negative using 4x ihealth flu a&b/covid-19 3-in-1 rapid test, then tested positive for flu a at the ER. The type of test taken at the ER was not specified, only noted as "respiratory swabs", that is "we performed respiratory swabs which came back positive for influenza a." The manufacturer retested the lot (242cf10920) with flua positive samples, no false negative for flua were detected.